Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that pause episodes were detected by the implantable cardiac monitor (icm). Technical support review of episodes noted that the device appears to be undersensing and the caller was advised to change the sensitivity. The icm remains in use. No patient complications have been reported as a result of this event.